Event description:
It was reported that a 36 year old female patient with history of morbid obesity(bmi 58) who underwent laparoscopic gastric bypass surgery. Operative note indicates a side-to-side stapled anastomosis was made to create the biliopancreatic limb by firing the ¿endo gia staplers¿ in both directions. The pouch was noted to be pink and healthy, and the anastomosis was widely patent. There was no leakage of air upon insufflation and no difficulties noted with use of stapler. The patient was discharged on pod #2 voiding and ambulating. On pod #8, patient was admitted from the emergency department to the hospital after presenting with abdominal pain after slipping and falling with her left knee hitting her abdominal wall. On pod #11, patient underwent a diagnostic laparoscopy. Operative note states liver was adherent to the roux limb and omentum adhered to the anastomosis which was dissected off and ¿anastomosis grossly appeared normal.¿ note further states no inflammation or exudate in the bypassed stomach. Endoscope was inserted and ¿gastric pouch appeared pink and healthy with ¿no sign of leakage from the staple line.¿ a leak test was performed with no bubbling initially; however a pinpoint bubble noted at the gastrojejunal anastomosis where the omentum had been taken off. This was closed with a single silk lembert suture and there ¿was no further leaking in this area.¿ on pod #12, patient was diagnosed with anastomotic leak in the stomach and underwent placement of t-tube into the gastric pouch staple line, primary closure of bypassed stomach staple line, egd, and gastrostomy tube insertion. ¿the roux limb was identified and followed up to the gastric pouch. This anastomosis was intact. The bypassed portion of the stomach was densely adherent to the gastric pouch staple line.¿ these were separated and there ¿appeared to be staple line failure at the upper end of the gastric pouch and bypassed stomach. All the tissues were very inflamed and friable and the seam guard strips were loose in the area.¿ the surgeons debrided out the necrotic and loose tissue, and there was ¿an obvious opening on the bypass stomach side,¿ along with bubbling from the staple line. The opening was found to be approximately 1 cm at the upper end of the gastric pouch. Tissues were too friable for primary closure, so the surgeon elected to place a t-tube in to the opening to control the drainage. Patient developed stricture and fistula and underwent stent placement.

Manufacturer narrative:
(B)(4) date sent: 7/3/2023 b3: only event year known: 2021 no lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/30/2023. Operative report received and attached the file.